Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery on (B)(6) 2019 to explant the device. The patient was reimplanted with another device during the same surgery. This report is submitted on april 9, 2019.

Manufacturer narrative:
This report is submitted on december 12, 2018.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.